Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00883.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx39mm intracranial stent (encr403912, 8028695) became impeded proximal of the prowler select plus 150/5cm microcatheter (606s255x, 31032663) and could not advance any more. The physician removed the microcatheter (mc) and stent from patient and switched to new devices to complete the surgery. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx39mm intracranial stent (encr403912, 8028695) became impeded proximal of the prowler select plus 150/5cm microcatheter (606s255x, 31032663) and could not advance any more. The physician removed the microcatheter (mc) and stent from patient and switched to new devices to complete the surgery. There was no patient injury reported. No additional information is available. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed. Three (3) compressed conditions were observed at the distal end of the device, these were found at 1 cm, 2.80cm & 3cm from the tip. No other damages were noted. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The microcatheter was flushed using a lab sample syringe and resistance was felt. No water was observed from the distal end of the device. A 0.018-inch (0.04572 cm) guidewire lab sample was introduced and advanced though the proximal section until it reached the first compressed condition on the distal portion. The guidewire was not able to advance anymore. The guide wire was able to pass through the proximal section of the microcatheter without significant resistance and therefore is not obstructed. Additionally, no other damages were found on the proximal portion of the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The damages found in the distal portion of the microcatheter were not originally reported in the complaint and are suggested that have appeared during the post-operational handling of the device. These damages are not considered related to the reported failure. A manufacturing record evaluation was performed for the finished device 31032663 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.